Event description:
Complainant alleged that while attempting to treat a 21-year-old-male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician exited AED mode, then re-started AED mode to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical data file of the customer's report was provided. Review of the clinical file shows the device correctly identified all twelve analyses and gave the appropriate response for each analysis. Analysis of reports of this type has not identified an increase in trend.